Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope displays error 218 on the screen and shows greenish color and lines. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, no image was displayed and the fibre bonding in the outer tube area was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the video cable was broken, communication error 218 occurred, and therefore no image was displayed. The confirmed failure was accompanied by lines on the image. Regarding the additional reportable malfunction showing incorrect colors (greenish), based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.